Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected a single instance of high out of range shock impedances on the right ventricular (rv) lead. All other measurements were within normal limits. No adverse patient effects were reported and the patient is not pacemaker dependent. The device and lead remain in service.